Event description:
It was reported by this customer that in some cases, the info center would not provide visual or audible alarm info for red alarm events.

Manufacturer narrative:
It was reported by this customer that in some cases, the info center would not provide visual or audible alarm info for red alarm events. The customer initially reported that the issue occurred with either an intellivue bedside monitor or a v24. Subsequent investigation found that the intellivue monitor was not involved. Subsequent info determined that the issue did not affect audible alarms. It affected visual only in that no text was shown. The customer indicated that 3 weeks prior to this reported incident, the issue occurred where a red desat alarm did not provide visual alarm info at the central. The customer completed their own performance testing and found no issue with the involved v24 bedside or central. In 2008, the issue occurred again involving another red desat alarm. At that time, the alarm apparently stopped before the customer could identify which bed was alarming and therefore, they were not able to provide comprehensive data about this occurrence or complete add'l testing. Logs were corrupt and were not provided. The issue described is consistent with the issue represented in service bulletin. This failure mode has minimal health risk, since the alarming is obvious to users and since the source of any persisting alarm condition is detected through a color change for the bed that is alarming. The bedside monitors involved are obsolete and philips sales is assisting this customer in upgrading their monitors. A cause has not been identified for this issue with minimal health risk.